Event description:
It was reported that this 840 ventilator had a power supply issue, burning smell and emitted smoke. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this 840 ventilator had a power supply issue, burning smell and emitted smoke. The device was available for evaluation. The service personnel (sp) inspected the ventilator, found visual damage on the breath delivery (bd) module and replaced the breath delivery unit (bdu) central processing unit (cpu) printed circuit board (pcb), the power supply, the motherboard pcb, and analog interface (ai) printed circuit board (pcb). The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. The cause of the reported issue was isolated in the field to a potential fault in bdu cpu pcb and/or the power supply and/or motherboard pcb and/or ai pcb. Further action was not required because the event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.